Event description:
It was reported that the patient presented in clinic experiencing dyspnea. The left ventricular lead exhibited loss of capture and upon further investigation, it was discovered that the lead had dislodged. The lead was successfully repositioned and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.